Manufacturer narrative:
The device has not been returned for investigation. Based on the provided information, there is no evidence of a device malfunction. Note that there were no notable breaches in sterile technique during the implant procedure, the packaging was intact, and the system was not expired. The patient does not have a history of infections. The infection was resolved following lead removal and treatment with no lasting effects.

Event description:
Patient had his original total knee arthroplasty surgery (B)(6) 2020, followed by constant pain that felt like "someone rubbing something against a severe sunburn". Sprint leads were implanted on (B)(6) 2021, and placement was confirmed by implanting physician to be 1cm from genicular nerve. Patient complained of severe pain in his knee and below. On (B)(6) 2021, area was red, very hot, and felt like a rubber-band was around it and it was going to snap off. Patient saw implanting physician who pulled the leads which were intact upon removal and started patient on antibiotics. On (B)(6) 2021 pain continued and patient went to the emergency department, ed took x-rays and withdrew fluid from the joint space and confirmed an infection. Changed type of antibiotics patient was taking. Patient followed up with orthopedic surgeon who took patient to surgery (dates unknown) and cleaned out "joint and pads" as implanted pads were infected. 8 days later patient went to surgery again and joint and pads were cleaned again.